Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked reservoir tube and lip, cracked battery tube threads and scratched on display window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was bumped. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's blood glucose was 442 mg/dl at the time of call. The customer's blood glucose was 344 mg/dl at the end of call. The customer stated that they had low blood glucose of 58 mg/dl and treated with food. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.